Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that tamper seals were removed from the bottom case and the plunger assembly, the right plunger case was broken, and the top and bottom cases were cracked and chipped. Review of the event history log showed occurrences of "check clutch plunger lever" and "battery not working" alarms. Functional testing involved powering up the pump and checking the reading of the battery, occlusion testing and inspection. The "check clutch plunger lever" error was duplicated, but the battery was found to be reading within the required specifications. The investigation determined that the lead screws on both clutch halves were slipping, old, dirty and worn out due to normal wear and this normal wear contributed to the reported error issue. No issue with the battery was found. It was also noted that the device had been dropped or mishandled by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that tamper seals were removed from the bottom case and the plunger assembly, the right plunger case was broken, and the top and bottom cases were cracked and chipped. Review of the event history log showed occurrences of "check clutch plunger lever" and "battery not working" alarms. Functional testing involved powering up the pump and checking the reading of the battery, occlusion testing and inspection. The "check clutch plunger lever" error was duplicated, but the battery was found to be reading within the required specifications. The investigation determined that the lead screws on both clutch halves were slipping, old, dirty and worn out due to normal wear and this normal wear contributed to the reported error issue. No issue with the battery was found. It was also noted that the device had been dropped or mishandled by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that medfusion 4000 failed drive train test, battery issues, case damage. No patient injury reported.